Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer did not turn on, the power supply was defective. It was also determined at analysis that the lower left and right hinges were worn. An update was required for the electrocardiogram (ECG), connector support plate and handle. The software was reconfigured to eliminate possible software issues. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer did not turn on. The programmer is expected to return for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.